Event description:
It was reported the patient¿s scar tissue held the leads tight. It was reported the patient¿s first implantable neurostimulator (ins) that he had, the health care provider (hcp) put the second lead in and the second lead broke and they could not pull it out. The patient reportedly had one dead lead in him. It was reportedly the mid 1990¿s. It was noted they then put a battery on the patient¿s left side and put in a new lead. The battery on the left got 1 lead. The ins on the right got 2 leads, and one lead reportedly did not work.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).